Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the failures of the igniter unit and power supply unit of the subject device, which might be caused by the aging deterioration due to repeatedly use for a long-term because more than more than ten years had passed since the subject device had been manufactured. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4) . (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failures of the igniter unit and power supply unit of the subject device, and also that the there was no burn marks or components breakage on the igniter unit and power supply unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the emergency lamp of the subject device lit up instead of the examination lamp when the lamp button was pressed. There was no report of patient injury associated with this event.